Event description:
It was reported that a system failure force sensor failure alarm was displayed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seal was found removed/broken. The investigation found the device had a crack on top case by the tube holders, also cracked on right plunger case and battery door. Bottom case is cracked under the l-bracket. The pump event history showed a pump motor drive off post and a battery depleted message. The pump motor drive off post was found at power up process. The reported issue was caused by the battery power which was at 1 percent capacity causing the pump motor drive off post error. The root cause of the issue is user error. The technician replaced the battery and stepper motor for preventive measures. Performed power up process and all functional testing which passed.